Manufacturer narrative:
Intuitive surgical, inc (isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The crimp was missing. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable on the tenaculum forceps was observed to be broken. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.